Event description:
The hosp reported that during an endoscopic vein harvesting procedure using the hemopro 2, the view from the dissection tip was not clear ("fuzzy"). A dissection tip from a vasoview 6 accessory pack was used ot complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
The devices were returned to the factory for evaluation. They showed no signs of clinical usage or evidence of blood. A visual inspection did not identify any non-conformities which may have contributed to the reported event. A functional test was conducted on the dissection tip and the device was attached to a reference endoscope; there was clear visibility through the dissection tip when viewed on the monitor. No non-conformities were found during the functional testing. Based upon the evaluation results, the reported complaints could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal file number - catsweb complaint (B)(4).